Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. No anomalies were found. The returned device indicated a loose/detached set screw. (B)(4).

Event description:
It was reported that the physician was unable to engage the set screw with the wrench during the initial implant of the implantable cardioverter defibrillator (ICD). The ICD was attempted not used; another ICD was chosen and used. No patient complications have been reported as a result of this event.